Event description:
Medtronic received information that this transcatheter bioprosthetic valve, implanted almost 3 years duration, was explanted due to endocarditis. At the time of the diagnosis of the endocarditis a type I stent fracture was observed. The valve and conduit were successfully replaced with no adverse patient effect reported. The product was not available for return.

Manufacturer narrative:
A malfunction report is being filed due to the observation of a type I stent fracture. The reason for explant (serious injury) was related to endocarditis deemed likely unrelated to the implanted device. Our investigation is ongoing. Upon completion of our investigation and/or upon receipt of additional information, a supplemental report will be filed. (B)(4).